Event description:
It was reported that while the surgeon was using the dermatome a pt's thigh was lacerated. No further info was available regarding this incident.

Manufacturer narrative:
The device was returned for eval and was found to be out of spec by 0.0015 on the 0 graft setting, however this would not affect grafting ability. The device was found to be within spec for the 10, 20, and 30 graft settings. The speed of the reciprocating arm was found to be within the spec limits. Additionally it was determined that the head and the 2" width plate were damaged. The device was repaired according to procedure and returned to the customer. The device was purchased in 1996. A review of service records indicate that the device has not been returned to the manufacturer for repair or preventative maintenance. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance." This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to an FDA inspection at the manufacturer's facility in january, 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the facility.